Event description:
The device was returned and evaluated by olympus. Olympus identified the colonovideoscope had image issues where it displayed a rainbow image and then no image. No patient involvement.

Manufacturer narrative:
The most probably cause for the image malfunctions were due to an unspecified electrical problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.